Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is filed to report lock lever movement it was reported that during preparation of the clip delivery system (cds), the clip opened while locked and the lock lever retracted 5mm on its own. The cds was not used in the patient, and the procedure continued with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the results of the returned device analysis couldn¿t confirm the reported unintended movement of the clip open locked and unintended movement of the lock lever retraction. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a conclusive cause for the reported clip open locked and unintended movement of the lock lever retraction could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.